Manufacturer narrative:
H6: code of e2402 was chosen to capture the event of a bezoar. Catalog number: 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar and intestinal ulcers are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025, was seen in urgent care for nausea, abdominal pain, and constipation. CT scan showed that the end of the tube was far way down the abdomen. Colonoscopy performed on unknown date found two ulcers in the intestinal mucosa and an accumulation of organic matter at the end of the tube. On (B)(6) 2025, the device was removed and replaced with an non-abbvie device (avanos mic peg 18 fr).